Manufacturer narrative:
The manufacturer previously reported an everflo that allegedly was not working properly and the patient expired. The device is not returning to the manufacturer for further evaluation. The device was tested by the reporting facility. The device operated and alarmed to design specifications.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not working properly and the patient expired. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.